Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Despite multiple follow-up attempts by voicemail, sms, and email, no response was received from the user regarding assistance with their inaccurate readings.